Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensed noisy signals led to inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks. The patient was hospitalized and the physician deactivated the device through programming. The system was subsequently explanted and replaced to resolve the event. No additional adverse patient consequences were reported.

Event description:
It was reported that oversensed noisy signals led to inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks. The patient was hospitalized and the physician deactivated the device through programming. The system was subsequently explanted and a replacement system was implanted to resolve the event. This lead was returned for laboratory analysis. No additional adverse patient consequences were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, including trilumen insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead-on-lead interaction within the heart. The reported over-sensing resulting in inappropriate therapy is likely the result of the lead damage observed by the laboratory.